Event description:
It was reported that foreign matter was found in the packaging.

Manufacturer narrative:
Add'l info was received on 04/03/2015. Info was received confirming a foreign matter was present in the packaging along with a photograph for further verification. The lot # is 4g02365. The unit will be returned to the manufacturing facility. No add'l pt/event details have been provided to date. Should add'l info becomes available, a f/u report will be submitted.

Manufacturer narrative:
Add'l info was received on 05/19/2015. No lot number or product eval sample is available. A detailed investigation or batch review cannot be conducted. Therefore, this eval will be closed and will be monitored through our post market product monitoring review process. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted.

Manufacturer narrative:
Corrected data: it was previously reported in to the FDA on may 28, 2015 manufacturer report number: 1049092-2015-00140, follow up report 02 that there is no lot number available. This was reported erroneously as the lot number is provided on the previous report, manufacturer report number: 1049092-2015-00140, follow up report 01. After detailed batch review, a nonconformance associated with a sub-lot was found. The nonconformance states that foreign material was found in the mix. It has been confirmed however, that the mix containing the foreign material was not used in finished product with the lot 4g02365 associated with this complaint. No previous investigations are available. One sample was returned with dark matter in the packaging. The matter was examined and determined to be a small particle of durahesive mass. The mass measured was found to be 1.4mm which is less than the specification of >1.6mm. The sample conforms to the specification. Product monitor reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on february 24, 2016. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on 03/05/2015.